Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent alert 60 events indicating a bluetooth communications error despite restarting the ilet, leading to arrangement of a replacement device shipment and instructions for return of the malfunctioning unit. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of automated insulin delivery and reliance on interim clinical guidance; the user¿s clinician recommended 5 units every 4 hours, and the user planned to seek insulin access through healthcare channels due to coverage constraints. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.